Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of 648 mg/dl; due to basal rate needing adjustment. Bg was addressed correction bolus via pump and manual dose injection. Customer updated the basal rate setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.